Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s freestyle libre 3 plus sensor initially failed to pair with the ilet after two scan attempts, and the caregiver was guided to re-initiate the process and rescan, after which the sensor successfully scanned and entered warm-up. No adverse clinical symptoms reported. Outcomes included successful pairing and restoration of intended sensor function without alarms. User support included customer service troubleshooting and education with guided device operation steps. Investigation of this case revealed user interaction difficulties with initiating the sensor start sequence, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or environmental factors causing intermittent bluetooth interruption resolved with standard troubleshooting.